Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement. No pump error 23, pump error 68, pump error 49, and pump error 25 noted during testing. No pump error 25 noted in device history files, however power graph shows unexpected battery power loss due to internal battery connector not plugged in properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple error alarms. Customer's blood glucose level was unknown at the time of incident. Self-test was performed during the phone call but the same alarm occurred more than 3 times. The insulin pump will be returned for analysis.